Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a motor error alarm and could not clear it. Customer's blood glucose value was unknown. Customer was unable to complete pump rewind due to pump alarm. Customer was advised to revert to back up plan and follow healthcare professional¿s instructions. Insulin pump will be returned for analysis.